Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The customer confirmed the reported led issue. The customer reported cleaning the film from the overlay connector and the leds were functioning.

Event description:
The caller reported that the power status light emitting diode (led) were not working. There was no patient involvement.